Manufacturer narrative:
Based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(6). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(4) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(4) market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the (B)(4) market and issuance of the market caution letter. On april 16, 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(4) market. A corrective and preventive action has been instituted; the investigation is ongoing.

Event description:
Additional information was provided by the surgeon that the symptoms were confirmed to be improved.

Manufacturer narrative:
Manufacturer is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-(B)(6)-2015 in cataract surgery patients who received these iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling these multifocal iols manufactured specifically for the (B)(4) market and advising surgeons in (B)(6) whose clinics have inventory of these iols to stop using them. Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A doctor of ophthalmology reported suspected endophthalmitis following an intraocular lens (iol) implant procedure. The patient was diagnosed with a hypopyon and fibrin. Anterior chamber irrigation was performed three days after the initial procedure ((B)(6) 2015). The patient was then transferred to perform iol explant. Additional information received indicating the patient had experienced "dim eyesight." Bacterium inspection of the vitreous was performed and was negative. Bacterium inspection of the aqueous was performed and the results are unknown at this time.

Manufacturer narrative:
The customer indicated the use of an approved cartridge, with an unknown handpiece. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated. Only one is approved for this lens/cartridge combination. The manufacturing investigation has not identified a root cause to date.

Event description:
Additional information was provided. The patient was also diagnosed with hyperemia. The patient was transferred to another hospital after the surgery, therefore, no drug treatment was performed for endophthalmitis.